Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 307 mg/dl at the time of incident. Customer reported blood glucose value was up in the 300 mg/dl to 400 mg/dl in range. Customer reported that they received insulin flow blocked alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by complete set changed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that auto mode feature was active at time of high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.